Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was the pt had groups a, b, c and about 2 days ago all of a sudden group b was not functioning at all for it felt like stimulation was off even though it showed all the values was right and stimulation was on. Since b was not functionally working they tried group a since they had not use a in over a year but a was not working either. Group c was working just fine but they normally use b and c due to night and day time therapy settings. The pt had increased intensity all the way on group b but was not feeling stimulation for it felt off. During call caller increased intensity on group b and was feeling therapy. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was recieved from the patient. Pt spoke with rep who helped adjust group b and it is working now. They did not speak with any doctors. Steps taken to resolve the issue was adjusting the intensity to higher level as well as the rate. The unit works well. The issue has been resolved. They'll be able to switch between b and c.